Event description:
The technician alleged that the head section was drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the head valve and the cardiopulmonary resuscitation valve to resolve the issue.